Event description:
Patient reported that the insulin cartridge leaked during use and the cartridge compartment of the infusion device smelled like insulin. Patient changed the battery and cartridge, and the infusion device displayed e10 cartridge error. Patient reported blood glucose elevated to 340 mg/dl. The infusion set self-adhesive was dry. The infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.